Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) (B)(4) on behalf of her husband (the patient) alleging a battery indicator issue with a one touch verio meter. The reporter did not allege any harm or injury because of the alleged issue. The alleged battery indictor issue was unresolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged that the meter had a battery indicator issue that was not resolved with troubleshooting. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not allege any injury because of the reported issue.

Manufacturer narrative:
(B)(4): lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. The returned meter passed testing. The alleged complaint was not confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.